Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) channel, which was oversensed and resulted in pacing inhibition for 3 to 4 seconds for this pacemaker dependant patient. Technical services (ts) discussed several troubleshooting options and causes for the noise. It was noted that the noise could be reproduced while the patient was pushing himself out of a chair and with the left arm over his body. All other lead measurements were noted to be normal. The physician planned to adjust the sensitivity and to perform defibrillation threshold (dft) testing. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the rv sensitivity was reprogrammed, and the patient underwent a trans esophageal echocardiogram (tee) and defibrillation threshold (dft) testing. The dfts were noted to be successful, thus the physician was comfortable with the programming. No adverse patient effects were reported.